Manufacturer narrative:
Analysis of historical records: orthofix (B)(4) checked the internal records related to the controls made on the device code 187320 batch p01 before the market release. No anomalies have been found. The original lot, manufactured in 2017, was comprised of (B)(4) devices. (B)(4) of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first notification received from this specific device code and lot. Technical evaluation: the device involved in this event was not returned to orthofix (B)(4). However, it was possible to perform a technical analysis of the occurrence based on pictures and event description received from orthofix staff present in the surgery. The event was analysed by orthofix (B)(4) quality engineering department. The picture of the device involved was subjected to visual check as per orthofix (B)(4) design and product specifications. The visual check of the picture confirmed the problem notified: the large hex screwdriver 5mm code 187320 was missing from the tray, and one small screwdriver 4mm code 187321 was laser marked as large and it was coloured blue in error. Therefore, the device involved is not in conformance with orthofix specifications. Medical evaluation: the information made available on the case together with the results of the technical investigation, was sent to our medical evaluator. Please find below an extract of the medical evaluations: "it is very unusual for this to happen, but in this case during final production a 4 mm hex screwdriver became mixed up with the 5 mm screwdrivers and was finished as a 5 mm screwdriver. The equipment tray ended up with 2 x 4 mm screwdrivers and 0 x 5 mm screwdrivers. It was impossible to insert a large 7.4 mm g-beam with the normal instrument, and the surgeon improvised using an osteotome of the correct width in the hex socket of the g-beam. The operation was delayed by about 20 minutes, and the treatment plan was changed, with only 2 beams being inserted instead of the planned 3. However, the operation was completed to the surgeon's satisfaction. No doubt you are examining the quality control procedures to prevent this from happening again. The technical analysis in this case has as expected confirmed that there was a mix up in the distribution of the 2 screwdriver types during production, resulting in one 4 mm screwdriver having the colour of the 5 mm screwdriver applied. This is considered to be an isolated incident, and the systems controlling the application of the medical grade paint have been adjusted. I agree with the conclusions." Final comments: from the results of the technical evaluation, it was confirmed that during production a 4 mm hex screwdriver became mixed up with the 5 mm screwdrivers and was laser marked and coloured as a 5 mm screwdriver. The mix up between code 187320 and 187321 before the colouring step is due to an human error. This occurence can be considered as an isolated event and we do not expect any repetition. Orthofix failure analysis can conclude that the failure of the device involved is attributable to a production problem. Orthofix (B)(4) continues monitoring the devices on the market. (B)(4).

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6). Surgeon's name: dr. (B)(6). Date of initial surgery: (B)(6) 2019. Body part to which device was applied: foot (right). Surgery description: charcot foot indication. Patient information: female. Problem observed during: clinical use on patient/intraoperative. Type of problem: packaging or labeling problem. Event description: item code 187320, large hex screwdriver 5mm was incorrectly marked and incorrectly colour coded on a 4mm small hex screwdriver. As a result the item could not be used for implanting the selected 7.4mm g-beam implant. There was no alternative solution available and the surgeon had to resort to using a small osteotome to complete implant insertion. Brief summary of the event: large cannulated hex driver (5mm) was missing from the instrument set. A small cannulated hex driver (4mm) was laser marked wrongly as a large item and was colour coded blue in error. The treatment plan of the surgery had to be altered due to the instrumentation error (instead of a planned 3 beam structure a 2 beam structure was utilized). The complaint report form also indicates: the device failure did not have any adverse effects to patient. The initial surgery was not completed with the device: small osteotome was used for completing implant insertion. The event led to a clinically relevant increase in the duration of the surgical procedure: the surgery took approximately 15-20 minutes longer than it would have taken with the correct instrument item. An additional surgery was not required. A medical intervention (outpatient clinic) was not required. Copies of the operative report are not available. Copies of the x-ray images are not available. Information about patient current health condition is not available. (B)(4).